Event description:
It was reported "sheath over dilator buckled. Inserter placed dilator/sheath over the guidewire to place into patient. Sheath pushed back (buckled). The patient was reported to have tough skin. Clinician advised remove sheath from dilator and dilate skin first in c circumstances w/ tough skin. Clinician believes this could be a faulty sheath." No medical intervention required. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Definite signs of use were observed. Visual examination revealed that the distal tip of the sheath was crimped/folded. Slight creasing of the sheath body was additionally observed. The appearance of the damage is consistent with undue force applied unintentionally during insertion. The total length of the sheath body measured to be 2 3/4", which is within the specifications of 2 5/8" - 2 7/8" per sheath product drawing. The outer diameter of the sheath measured 0.08325" which is within the specification limits of 0.078" - 0.084" per sheath extrusion drawing. The sheath was functionally tested per the instructions for use (IFU) provided with this kit , which instructs the user, "ensure dilator is in position and locked to hub of sheath." A lab inventory dilator was removed and reinserted through the sheath and passed with little to no resistance. The dilator hub was also able to successfully lock into the sheath hub. Manufacturing has been previously contacted regarding this failure mode. They perform a dimensional inspection report on these peel-away sheath extrusion and have found no evidence to suggest a manufacturing related issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The tip appeared folded or crimped. The sample passed all relevant dimensional and functional inspections , and a device history record review was performed with no relevant findings. Based on the appearance of the damage and the customer report that the defect was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "sheath over dilator buckled. Inserter placed dilator/sheath over the guidewire to place into patient. Sheath pushed back (buckled). The patient was reported to have tough skin. Clinician advised remove sheath from dilator and dilate skin first in circumstances w/ tough skin. Clinician believes this could be a faulty sheath." No medical intervention required. No patient injury or consequence. The patient's current condition is reported as "fine".